Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no power output during service / maintenance (not in a clinical setting) involving an olympus shockpulse lithotripsy generator. The customer suspected that the cause of the was due to fluid invasion. There was no patient injury reported.